Event description:
It was reported that the patient received inappropriate therapy due to oversensing noise. The lead was explanted and insulation damage was noted. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 16.4-17.2cm from the end of the connector pin, consistent with lead friction to the ICD can. The rv conductor etfe coating was abraded at this location. The sensing conductor etfe coating was abraded and the cable was melted at this location. This is consistent with the observation from the field of noise.